Manufacturer narrative:
A partial lead with the proximal portion measuring 16.6 cm and distal portion measuring 58.3 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that left ventricular (lv) lead fracture was observed. During lv lead explant procedure, the lead was snapped in a half. The physician was unable to remove the remainder of the lead; therefore, the lead was left in place. It was then noticed that the patient had cardiac tamponade possibly due to dissected coronary sinus branch. Pericardiocentesis was performed. The patient was recovering and in stable condition.